Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision; bi-lateral left asr xl acetabular system. Reason for revision: pain. Date of revision: (B)(6) 2011. Refer to (B)(6) for right hip. (B)(6) - update from (B)(6) spreadsheet dated (B)(6) 2011 - changed revision and surgery dates.